Event description:
The customer contacted stryker to report that main keypad on their device is not working correctly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the main keypad, the system and interface pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
The cause of the reported issue was determined to be due to faulty main keypad and user interface pcb assembly.

Event description:
The customer contacted stryker to report that main keypad on their device is not working correctly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.